Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The ruby coil was advanced through its introducer sheath. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Coagulated blood was within the ddt. The embolization coil was knotted and had offset coil winds throughout its length. Conclusions: evaluation of the returned ruby coil revealed that the pet lock on the proximal end of the pusher assembly was intact. If the proximal end of the pusher assembly is not properly inserted into a handle, the pull tube may not retract when the handle is actuated, and the pet lock will not separate and the embolization coil remain intact with the pusher assembly. During functional testing, the ruby coil was attempted to be detached using a demonstration handle. The handle was actuated, and the pet lock separated and pull wire retracted, but the embolization coil remained intact with the pusher assembly ddt due to coagulated blood. The coagulated blood was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a pancreaticoduodenal artery aneurysm (pda) using ruby coils, a ruby coil detachment handle (handle) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the ruby coil in the target vessel using the lantern and attempted to detach it using the handle; however, the ruby coil failed to detach after multiple attempts. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil, the same handle and lantern. There was no report of an adverse effect to the patient.